Event description:
Medex confirmed the presence of pm in two of the three units returned from this first complaint in which three incidents were identified. One was determined to be a small, thin, black particle similar in nature to a short human hair (possibly an eyelash) and the second was a small, clear particle (possibly a small portion of the plastic shrink banding material used on the injection cap). The hosp biomedical dept was able to duplicate the clinical issue on the first complaint received which were the only sets in which medex was able to confirm pm. It follows logically then, that since the hosp could not reproduce the delivery problems and medex could not confirm the presence of pm even while filtering all returned sets, the delivery issues were not necessarily caused by the presence of particulate matter. As a result of the initial complaint received and the confirmation of pm in the two returned units, medex instituted several changes to the mfg process to eliminate potential pm.